Manufacturer narrative:
(B)(4). The product code is unknown, therefore, 510k number are unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal 2.5% ultrabag therapy. On (B)(6) 2012, the patient began treatment with dianeal 2.5% ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call, the following was reported. On an unreported date, the patient performed pd therapy outside the hotel, which led to peritonitis. On (B)(6) 2013, the patient experienced peritonitis. On the same day, the patient was hospitalized for peritonitis. On (B)(6) 2013, the patient was treated with injection (inj.) Vancomycin (2gm, once daily, ip), inj. Zineam (250mg, continuing each exchange, ip), inj. Fortum (1gm, once daily, ip), inj. Heparin (1000iu, continuing each exchange, ip for 14 days) for peritonitis. It is unknown at this time if retraining has occured.